Event description:
The user facility reported a gust of hot air escaped the washer when the door was opened which initiated the sprinkler system. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the unit and found the low speed pressure switch not working properly. The technician replaced the low pressure switch, ran a test cycle and confirmed the unit operational. A hospital employee used the service security code to override the locking mechanism to open the washer door, which caused the reported steam to infiltrate the room. The 1227 cart washer operator manual does not instruct use of the service security code; the service security code is to be used by steris technicians only. The hospital staff has been has been counseled that they are not, under any circumstances, to use the service security code to override a cycle or alarm that the unit may be experiencing.